Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became shattered. Subsequently, it was reported that the pump was exposed to water, and as a result the pump touchscreen became unresponsive. Customer¿s blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.